Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached elective replacement indicator after four years of use. The physician felt this was a short life time. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device and analyzed. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device rrt <=2.62 volts. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012. Two patient alerts for low battery voltage on (B)(6) 2012.